Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered six possibly inappropriate shock and anti-tachycardia pacing (atp) due to a one-to-one atrial driven arrhythmia. Pacemaker mediated tachycardia (pmt) episodes were also noted. The ICD system remains in service. No adverse patient effects were reported.